Manufacturer narrative:
Additional information: b1, d9, h3, h6, h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) . E1: initial reporter city: (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed; further described as "the liquid flows through the unit even though the roller clamp is closed." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event however, antibiotics were given to the patient. No additional information is available.